Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The cardio report data you provided have been analysed and confirm persistent ventricular noise leading to oversensing and multiple shock delivery. In spite of the information available for analysis, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary fora root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR - it was reported that about 41 months after the implantation the patient received inappropriate shocks resulting from oversensing and he presented to the emergency. The lead electrical values were within the normal range. An x-ray did not show any lead fracture. Atp and shock function were turned off and a re-intervention was done on the following day. Due to the noise on right ventricular sensing/pacing channel a right ventricle sensing/pacing lead was implanted and this lead was left implanted, because the shock impedance values were ok. The ICD was replaced with a new one due to warning of battery depletion.